Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a (B)(6), confirmed (B)(6) architect (B)(6) qualitative result on a child. The account questioned the confirmed (B)(6) results as all other (B)(6) markers were (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code was changed.

Manufacturer narrative:
Testing of panels which mimic patient samples using retained samples of the complaint lot was performed. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. The complaint database was reviewed to determine if others have experienced the issue encountered at the customer facility. This review showed no adverse trend for the products over the last 12 months and normal complaint activity for the product lot. A review of the customer data showed consistent repeatedly (B)(6) qualitative results for the sample ID. Additionally, the patient tested (B)(6), core and core-m and no pcr testing was performed. Customer filed data was used to assess the specificity of the assay. The median patient result for likely cause lot was reviewed and is comparable to other lots in the field. A review of the product labeling concluded that the issue is sufficiently addressed. Based on all available information and the complaint investigation, the assay performed as intended and no product deficiency was identified.